Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion, and excessive no delivery test due to the prime anomaly. All operating currents are within specifications and the device passed the self test, rewind and displacement tests. A cracked case and scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported hospitalization due to low blood glucose. The customer's blood glucose reading at this time was 215 mg/dl. The customer stated that he has been experiencing low blood glucose for the past four months. The customer was advised that the insulin pump will be replaced. No further information reported.